Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to the olympus regional repair center (rrc) prerov, czech republic (received at the rrc on 2021-09-14). The evaluation at the repair center confirmed the occurrence of error e433. This error message, which in this case was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes and the user will be informed about the investigation results.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date, the esg-400 hf-generator issued error code e433. The intended procedure was successfully completed without significant delay using a similar device and there was no report about an adverse event or patient injury.